Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: mn10450-50a, drg lead (2); therapy date: unknown.

Event description:
Related manufacturer report numbers: 1627487-2019-03385 and 1627487-2019-03387. It was reported that the lead at s3 had high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. In turn, programming was done and effective stimulation was achieved.